Event description:
Anastomotic leak occurred at staple line requiring interventional radiology to place drain. Antibiotics had to be given for 10-14 days and pt has experienced significant pain due to the leak. Reason for use: rectal cancer.